Manufacturer narrative:
(B)(4). Date of event is unknown. Batch # unknown. Additional information received: plastic coating (black insulation) came completely off but did not fall into the patient. Investigation summary: 1 each 0690s unknown lot number was returned for evaluation. During visual inspection damage was observed, cuts/indents all along the black insulation. Also observed the insulation has damaged areas at the proximal end were the insulation has been scraped and insulation is fraying. This damage is consistent with the devices coming in contact with other instrumentation. The complaint is confirmed. The lot was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure, after cleaning the device the plastic coating came off. No patient involvement.